Manufacturer narrative:
Pump received with cracked battery tube threads and cracked reservoir tube lip. Pump passed displacement, rewind, basic occlusion, occlusion, prime and a33 and excessive no delivery test.

Event description:
The customer reported via phone call that she has high blood glucose of 400 mg/dl and that the pump is not working. Troubleshooting was done and found that the pump passed all of the functionality testing. Customer indicated that they would like to have a replacement pump as they did not feel comfortable with the current pump. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.